Event description:
It was reported that the electrode of the subcutaneous implantable cardioverter defibrillator (s-ICD) dislodged due to changes in the patient's body shape causing the electrode to gradually migrate towards the side of the pectoralis major muscle. Furthermore, an increase in system impedance over 120 ohms was also observed, possibly due to tunneling depth at the time of initial implant. Subsequently, the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.